Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 4.1 and 4.2 were failed and not detected on bus. The user attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 was failed, and device was not on bus. A field service engineer (fse) verified the customer¿s report that drawers 4.1 and 4.2 had pocket issues and could not be recovered. After arriving on site, fse reset the drawer connections, rebooted the station, and checked for debris. None was found. Fse then tested the drawers in the hardware testing application, and both passed without issues. The customer performed an inventory and confirmed the drawer pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.